Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50 serial #: (B)(4), description: infinion 1x16 perc lead kit-50cm model #: sc-3400-30 serial #: (B)(4) description: infinion splitter 2x8 kit (30cm).

Event description:
A report was received that the patients scs did not work. A bsc representative confirmed that 3 and 1/2 leads were not working. The patient underwent a full scs explant procedure.